Event description:
The customer reported that one of the monitors had a problem. The field engineer noted that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory. The system operates as intended.